Event description:
"One of dr (B)(6) thyroidectomy patients was admitted post-op day 2 with fever and urinary frequency (hx of bph, possible prostatitis). After a day or so in the hospital the patient's neck wound was draining - culture came back positive. This was the patient's second thyroid surgery in 8 days (first a partial thyroidectomy, then a completion of thyroidectomy). I do not think that she necessarily thinks that there is a direct correlation but I think she wants this incident to be part of any data that the company keeps." Intervention - "it needed to be drained." Patient status - "patient is out, patient is doing okay."

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Full UDI unknown since no lot number was provided. Investigation summary: the event unit was not returned for evaluation and no lot number was provided. In the absence of the subject device, it is difficult to determine the root cause of the incident. Applied medical has reviewed the details surrounding the incident and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.